Event description:
It was reported that the speed was unstable. A 1.50mm rotapro was selected for percutaneous coronary intervention (pci) procedure. During the procedure, it was noted that the device will not hold the set speed at 180,000rpm. The device reached 180,000rpm and goes up to 240,000rpm which exceeds the set speed. The rotation speed went up and down from 180,000rpm. The procedure was completed with another 1.50mm rotapro device. There were no patient complications reported.